Event description:
Reported incident - acetabular bone screw appeared to advance beyond the cluster hole of the fmp shell. The screw was drilled using the fmp drill guide, short 3.3 millimeter drill bit, and fmp drill bit shaft. An fmp department gauge was used to measure the screw length and the 40 millimeter screw was inserted by hand by the surgeon. The real liner was then impacted in place in usual fashion. Upon review of the intra operative x-ray for the femoral broach, it was noticed that the acetabular bone screw appeared to have advanced farther than the bottom of the shell.

Manufacturer narrative:
Manufacturer narrative: this MDR will be voided. The screw remained in the patient with the original implant. Nothing was removed and surgery was completed as intended.